Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed it was missing a sticker seal. The investigation found that the device was displaying the reported error code on power up. One possible, but unconfirmed, problem source was listed as a faulty microprocessor unit board; however, the root cause of the issue is unknown. The faulty microprocessor unit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 45169 prior to infusion. No adverse patient effects were reported.